Event description:
It was reported that the pump battery could not be charged with the tandem-provided charging cable. There was no adverse impact to the customer's blood glucose level. The customer was able to successfully charge the pump with a secondary charging cable.